Event description:
Artifacts were present during AED deployment, subject was not resuscitated. (B)(4).

Manufacturer narrative:
ECG and internal memory related to the incident was reviewed. Results: artifacts present throughout analysis. Conclusion: device labeling, (instructions for use and voice prompts) provide instructions for resolving artifacts.